Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4) surgical intervention it was reported that the patient experienced pain, recurrent wound seroma, drainage and dehiscence following the procedure. It was reported that the patient underwent lysis of adhesions on (B)(6) 2014. It was reported that she underwent mesh excision due to extruded mesh on (B)(4) 2016 by (B)(6) . No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event.

Manufacturer narrative:
Date sent to FDA: 7/3/2019.